Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. The patient passed away. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. The patient passed away. Allegation of cancer, death. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an a dust like contaminate on the top enclosure, ui (user interface) bezel, blower motor, blower box, rear panel, and the bottom enclosure. A dark unknown contaminates on the top enclosure, ui panel, and rear panel. Evidence of liquid spots with potential mineral deposits on the blower motor, blower bellow, blower box, and the p4 dc power cable. A rust like contaminate was observed on the top enclosure, rear panel, p4 dc power cable, dc jack color insert, and the bottom enclosure. The device was returned without the accessory module flip door, sd cover flip door, sd card, philips pollen and ultra fine filters. The two screws that secure the top and bottom enclosures were missing. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.